Manufacturer narrative:
Three devices were returned for investigation. The returned samples were visually inspected, and the customer's complaint was confirmed. Samples from code mx20119 were visually inspected finding two samples with disconnection defects, one sample with disconnection between the trifurcated adaptor and tube. The cause of the problems were related to the bonding method. A retraining on the proper bonding method was completed and documented. The customer did not provide a valid lot number so DHR could not be completed.

Event description:
It was reported that during use of the device leaking or breaking occurred. No patient injury was reported.

Manufacturer narrative:
Three devices were returned for investigation. The returned samples were visually inspected, and the customer's complaint was confirmed. Samples from code mx20119 were visually inspected finding two samples with disconnection defects, one sample with disconnection between the trifurcated adaptor and tube. The cause of the problems were related to the bonding method. A retraining on the proper bonding method was completed and documented. The customer did not provide a valid lot number so DHR could not be completed.

Event description:
It was reported that during use of the device leaking or breaking occurred. No patient injury was reported.